Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was positioned and a 20mm watchman flx pro laa closure device with delivery system (wds) were used. The procedure was successfully completed and at the end of the procedure, a pericardial effusion was detected. The patient was monitored, and the effusion went away on its own. No additional medical or surgical intervention was required. The patient is expected to make a full recovery.